Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The general feedback from the vascular surgeon was that the tips of the 2.6fr cxi catheters were very difficult to visualize under fluoroscopy. The surgeon had mistaken the 2nd marker for the tip on one occasion which led to the catheter causing dissection/disruption of the vessel. This increased radiation time and added time on to these procedures. No part of the device remained inside the patient, the patient did not require an additional procedure due to this occurrence and there were no adverse effects to the patient reported due to this occurrence.